Event description:
Patient was undergoing a laparoscopic sleeve gastrectomy. The surgeon was using multiple loads of covidien endo gia staples. This particular staple load (endo gia black articulating reload with tri-staple technology, 45mm extra thick, ref # egia45axt, lot # n3l0863gx) would not seat correctly onto the gia handle, therefore was unusable. The staple load was replaced.======================manufacturer response for surgical staples, endo gia black articulating reload with tri-staple technology (per site reporter).======================no known response.